Manufacturer narrative:
A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Evaluation of a taken picture of the kapton-tail connection of the touch screen at livanova (B)(4) showed that the date code of the kapton-tail was 07/23. Touch screens with such a date code have been included in a field action (fco 2010-005, z-0956/0965-2011).

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen and processor board. Both parts were replaced to resolve the issue. A software update was performed and subsequent testing did not identify further issues. The device was returned to service. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during a procedure. The involved pump was used as a sucker pump and the unresponsive touch screen had no impact on the surgery. There was no report of patient injury.